Event description:
Reporter has been supplied a usiol make intraocular lens by their authorized rep. The lens diopter on the package, the label strip and the label stuck on the sterile pouch mentions the required +25.0 but the printed power on the outer and inner sterile pouch mentions +18.0. Actually the outer pouch contains both the label mentioning the power as + 25.0 and the printed power on the pouch above the label as + 18.0.

Event description:
Add'l info rec'd from MFR 04/20/05: at facility MFR retrieved the lpd (lexington production document) as well as the various log books (lathing, wax removal, tumble polishing, dioptering, finals, packaging and shipping). MFR determined that there was no additional lens that had somehow gotten into the wrong batch. The doctor is not willing to return the lens for further eval.